Event description:
The customer observed a falsely elevated calcium result generated on the alinity c processing module for a patient sample. The following data was provided (reference range 8.0-10.5 mg/dl): (B)(6) 2025 sample ID (B)(6) initial result = 10.6 mg/dl, repeat results = 14.5 mg/dl, 10.5 mg/dl, 10.4 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 00145un25, however, no increase in complaint activity was identified for list number 07p57. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c calcium reagent lot 00145un25 was identified.

Event description:
The customer observed a falsely elevated calcium result generated on the alinity c processing module for a patient sample. The following data was provided (reference range 8.0-10.5 mg/dl): on (B)(6) 2025 sample ID (B)(6) initial result = 10.6 mg/dl, repeat results = 14.5 mg/dl, 10.5 mg/dl, 10.4 mg/dl. No impact to patient management was reported.